Manufacturer narrative:
An outer box for a tapered screw-vent implant with an outer and inner vial were retuned for inspection. Visual inspection revealed that the tamper resistant tabs on the green cap of the outer vial were broken. The implant, mount and the cover screw were missing from the inner vial. The vials did not identify any damage or malfunction and the labels on the vials and the outer box appeared to be in proper condition. The complaint does not allege a failure that can be tested. No additional testing was performed. A device history review was performed and no related nonconformance¿s were noted. Appropriate documentation was reviewed and the following information was identified: zimmer dental: instructions for use for tapered screw-vent, advent and trabecular metal implants (4869 rev 7 ¿ 01/16) product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The complaint was not verifiable, as there were no manufacturing deviations identified with the implant lot that could cause or contribute to the reported event. The customer reported that the ¿implant blister was empty¿ when they received it. However, it was identified that the tamper resistant cap on the outer vial was opened by the customer so the exact details and condition of the product as received by the customer could not be verified. All operations and inspections were executed as per applicable procedure. Therefore, based on the information provided, a probable cause could not be determined. UDI: (B)(4).

Manufacturer narrative:
Product returned was empty package.

Event description:
The doctor indicates that at the receipt of the product on (B)(6) 2017, he found the implant (tsv4h8) blister packaging was empty.